Event description:
It was reported that the customer received a button error alarm on the insulin pump while programming a bolus. No significant events leading up to the alarm were recalled. The customer's blood glucose was 420 mg/dl, which was treated with manual injection. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response noted due to moisture keypad traces. No unexpected button error alarm noted. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, cracked reservoir tube, and stained end cap sticker.